Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, the tip of sheath was broken. It couldn't use properly. Patient is not involved.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The visual inspection of the device noted the trumpet valves were in the proper positions. The suction and irrigation functions worked properly when the instrument was connected to lab equipment. The instrument passed a leak test with acceptable results. The instrument was submerged in water while connected to a pressurized air hose and no leaks were observed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic colectomy.